Manufacturer narrative:
(B)(4). Concomitant: the patient¿s medications include; lipitor, ranolazine, losartan, warfarin, spironolactone, prasugrel, pindolol, warfarin, cilostazol and aspirin.

Event description:
On (B)(6) 2014, the patient underwent treatment of a descending thoracic aortic aneurysm with conformable gore® tag® thoracic endoprostheses. On or about (B)(6) 2017, follow up imaging reportedly identified a distal type I endoleak on the previously implanted conformable gore® tag® thoracic endoprosthesis. According to the report, the images showed no evidence of device migration, however minimal aneurysm enlargement (exact amount of growth is unknown) was identified. It was reported the cause of the distal type I endoleak is unknown. On (B)(6) 2017, an intervention was performed whereby an additional conformable gore® tag® thoracic endoprosthesis was implanted distally to treat the type I endoleak. The endoleak was reported to have been resolved and the patient tolerated the procedure.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The root cause of the distal type I endoleak could not be determined with the information provided. According to the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), and reoperation.